Event description:
The catheter was implanted after adjusting the zero, and then the catheter had worked normally for about 9 hours. After that, icp was increased by 30 mmhg. Furthermore, it became 40 mmhg. At that time, it was confirmed that the patient was observed no apparent abnormalities. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: the catheter appears without foreign object such as dried blood, fluid residues in the drainage...indicating the catheter had been inserted and/or drained. The catheter was connected to test monitor 420-6, c0487, the monitor displayed high reading of cfc without negative range. The signal / reference = .063/.562; the catheter had weak signal. The transducer assembly was removed and found the liquid matter that appears to be oil spreading out. The bottom of the bellow appears intact; however, bellows convolutions could not be inspected. The returned catheter 325865-d06 is belonged to the report lot number 305000328218, mfg. Date: 30-apr-2016 and will be expired on 30-apr-2018. A review of lot 305000328218 indicates that lot met requirement before release to finished goods. Complaint history, model 110-4xxx, from jul-2015 through jun-2016 reviewed; there were 36 other complaints that issued with complaint code perf023, and five of them were confirmed. Failure rate percentage 0.01%. The reported customer complaint that the catheter was giving erroneous readings could not be confirmed because the reported customer complaint could not be duplicated. The returned catheter was tested for functionality and failed with high initial readings and a high change from code additional testing could not be performed. The catheter was plugged into a photometer to test the signal and reference voltages and obtained a weak signal reading with respect to the reference reading. The transducer was then removed and it was noticed that the space inside the transducer between the bellows and the fiber holder was filled with liquid that appeared to be silicone oil. The fiber holder distal end was cleaned and a new transducer was placed on the catheter followed by an additional photometer test which resulted in acceptable signal and reference voltages. The original transducer was tested for leakage and it was confirmed that a leak existed in the bellows or the bellows to transducer solder joint. The most probable root cause of the customer issue can be attributed to a silicone oil leak in the bellows which interfered with the signal channel of the catheter. The leak was not present during the manufacturing process because the catheter tested and met functional/stability/leak test criteria.